Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-58 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device check, the right atrial (ra) lead exhibited possible noise and increased impedance and threshold. In addition, the ventricular lead exhibited oversensing at the p-wave, as well as increased impedance and threshold. The leads were reprogrammed to unipolar and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and the impedance trend on the atrial pacing lead was rising. The analyst noted apparent oversensing in the atrial high rate episodes. The average atrial lead impedance increased from mid 400's to approximately 600 ohms from 2014 (B)(6). The average atrial threshold increased from 0.5 volts to 0.75 volts from 2014 (B)(6).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analysis of the device memory indicated atrial oversensing and the impedance trend on the atrial pacing lead was rising. The analyst noted that no additional anomalies were found on the save to disk since (B)(6) 2014. Since the polarity was programmed unipolar, the atrial lead impedance and threshold stabilized and are within a normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.